Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: cholezystektomie. Event description: cholecystectomy, senior physician (name redacted) . Placement of the clip on the ductus cysticus and arteria cystica. The clipper was used properly. No preloading prior to placement through the trocar. And preloading of the clip prior to placement on the vessels. The clipper was placed over this trocar. [Kii fios 11mm x 100mm (cff33)]. The first time it was preloaded, no clips were visible in the branches. Another attempt was then made to preload, but even the second attempt showed no clips in the branches. The clipper was making unusual noises. A kind of cracking sound. Another attempt was then made to preload a clip in the abdomen. Again, no clip could be preloaded. The clipper was then removed from the patient and handed over to the sterile nurse. After it was handed over, the sterile nurse looked at the clipper and a completely closed clip fell out of the shaft onto her sterile table. The sterile nurse also reported an unusual noise when the preload handles were activated. Another clipper from the same batch was opened and this was inserted without any problems and without any friction. Further procedures with the affected batch also proceeded without complications. Additional information received from company rep. Via email on 03feb25: no the clip did not properly seat into the jaws, at no time was a correctly placed clip seen in the branches. No pressure applied to the trigger while moving through the trocar. User is familiar with the product and knows that no pre-loading takes place. No a clip manually removed as a loaded clip, leaving the feeder exposed. Yes the trigger could be actuated normally, but the clipper was making unusual noises. A kind of cracking noise. Intervention: another clipper from the same batch was opened and this was inserted without any problems and without any friction. Further procedures with the affected batch also proceeded without complications. Patient status: no influence on the patient status.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. Correction to h6. Component code.

Event description:
Procedure performed: cholezystektomie. Event description: cholecystectomy, senior physician (name redacted). Placement of the clip on the ductus cysticus and arteria cystica. The clipper was used properly. No preloading prior to placement through the trocar. And preloading of the clip prior to placement on the vessels. The clipper was placed over this trocar. [Kii fios 11mm x 100mm (cff33)]. The first time it was preloaded; no clips were visible in the branches. Another attempt was then made to preload, but even the second attempt showed no clips in the branches. The clipper was making unusual noises. A kind of cracking sound. Another attempt was then made to preload a clip in the abdomen. Again, no clip could be preloaded. The clipper was then removed from the patient and handed over to the sterile nurse. After it was handed over, the sterile nurse looked at the clipper and a completely closed clip fell out of the shaft onto her sterile table. The sterile nurse also reported an unusual noise when the preload handles were activated. Another clipper from the same batch was opened and this was inserted without any problems and without any friction. Further procedures with the affected batch also proceeded without complications. Additional information received from company rep. Via email on 03feb25: no, the clip did not properly seat into the jaws, at no time was a correctly placed clip seen in the branches. No pressure applied to the trigger while moving through the trocar. User is familiar with the product and knows that no pre-loading takes place. No, a clip manually removed as a loaded clip, leaving the feeder exposed. Yes, the trigger could be actuated normally, but the clipper was making unusual noises. A kind of cracking noise. Intervention: another clipper from the same batch was opened and this was inserted without any problems and without any friction. Further procedures with the affected batch also proceeded without complications. Patient status: no influence on the patient status